Manufacturer narrative:
No issues were observed to the exposed portion of the soft cannula and fluid was observed passing through successfully. The data did not show any increase in pulse widths that would indicate an occlusion from a bent/kinked cannula. Serial no: changed from (B)(4).

Manufacturer narrative:
The device was returned but evaluation has not been performed at this time. Follow up MDR required to report results.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 420 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, patient took a bolus and took a manual injection. Patient¿s history: (B)(6).